Manufacturer narrative:
G4: 22dec2020. B4: 06jan2021. A power supply was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the failure of power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
It was reported that the ventilator was running off battery when plugged in not showing power from power cord. There was no patient involvement. The customer troubleshot with technical support. The customer reported to have checked voltages in the diagnostic mode, missing 24 volts. The customer replaced the power supply to address the reported issue and the ventilator was returned to use.